Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: a review of the black box showed that a ¿no cartridge detected¿ alarm occurred on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete investigation. Ezprime steps were performed successfully; the alleged load step malfunction could not be duplicated on investigation. Unrelated to the complaint, investigation revealed the following: when the pump was powered on, it continuously vibrated. Investigation revealed moisture corrosion to the vibration circuit. The pump¿s display screen was observed to be discolored. Additionally, the force sensor flex and the battery compartment were both cracked. (B)(4).

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was priming during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.